Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the probable cause was that the instrument was welded to the tip of the scope during the procedure. ·is the reported risk/harm listed in the IFU? The event (2) is detectable and preventable by handling device in accordance with the following IFU. 3.3 inspection of the endoscope. 4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope's forceps stand was burnt. There was no patient involvement.